Event description:
Boston scientific received information that this lead triggered a lead safety switch for impedances greater than 2000 ohms. The system was thought to have a connection issue. Additional information has been requested. There were no adverse patient effects. As of today, no additional information has been received. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.